Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 31mm closure device was successfully implanted in a patient on (B)(6) 2025 and the patient was discharged the same day. The patient called the hospital coordinator the next day regarding taking blood thinners. There were no abnormal symptoms reported and the patient was reported to be doing fine. On (B)(6) 2025 the patient was found deceased. The cause of death is unknown.